Event description:
The customer reported to olympus, the bending image was not good, there was a rubber leak and there was a dent in the connection tube on the bronchovideoscope. Inspection of the returned device had peeling coating on the connecting tube. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a dent on the bending tube, a scratch on the connecting tube, the image was foggy (preventing further inspection of the image) and the rubber of the bending section cover was cut causing water tightness to be lost. The cut on the bending section caused the insulation resistance value at the distal end to not meet the standard value. There was a crack on the adhesive of the rubber on the bending section, a scratch on the universal cord, a shaved distal end and a damaged charged coupled device (ccd). The damage on the ccd unit caused the resolving power to not meet the specified value and the damage to the distal end caused there to be no electrical continuity. The objective lens was discolored, the control unit was dirty and the cylinder was corroded. The angle wire was worn, which caused the bending angle in the up/down direction to not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, etc. The user is able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." User is able to reduce/prevent occurrence of the suggested event by handling device in accordance with IFU. "Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Reprocessing manual_ general policy precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: b3 and b5. This supplemental report is submitted to provide additional information obtained from the reporter.

Event description:
The failure occurred during during a diagnostic bronchoscopy. There was no reported delay associated with this event. The procedure was completed with a similar device.